Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient was admitted for hemoptysis. The patient was noted to have elevated lactate dehydrogenase (ldh) of 718 on admission and greater than 2500 4 days later. An echo revealed a dilated right ventricle of unknown cause with an alveolar bleed of unknown origin. The patient required continuous replacement renal therapy (crrt) as well as vasodilator intravenous (IV) medications. The patient was intubated, sedated, and chemically paralyzed. The physician was suspicious of right ventricle failure "verse" pump thrombus. The patient expired overnight on the fourth day with an unknown cause of death.